Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is presumed that communication abnormality with the endoscope occurred due to rusty output socket and resulted in occurrence of [front panel led (light-emitting diode) blinking]. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had front panel led blinking. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.